Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip arthroplasty where he was implanted with an lfit v40 head. It is further alleged that diagnostic workup revealed elevated levels of cobalt and chromium in his blood work. The patient has not yet been revised.

Manufacturer narrative:
An event regarding abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to elevated metal ion levels. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip arthroplasty where he was implanted with an lfit v40 head. It is further alleged that diagnostic workup revealed elevated levels of cobalt and chromium in his blood work. The patient has not yet been revised.

Manufacturer narrative:
Corrected data: manufacturing site for devices. An event regarding abnormal ion levels involving an unknown tmzf accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Product not returned.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip arthroplasty where he was implanted with an lfit v40 head. It is further alleged that diagnostic workup revealed elevated levels of cobalt and chromium in his blood work. The patient has not yet been revised.